Event description:
Additional information received reported that the patient's old system didn't work. It was reported that the one lead was broken and one lead was electrically fried.

Manufacturer narrative:
Concomitant medical products: product ID: 377660, lot# v009048, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3487a-33, lot# v008877, implanted: (B)(6) 2006, explanted: (B)(6)2015, product type: lead. Product ID: 3487a-33, lot# v000833, implanted: (B)(6)2006, explanted: (B)(6) 2015, product type: lead. Product ID: 37092, serial# product type: accessory. (B)(4)

Event description:
The consumer reported that the stimulation caused the patient different types of pinching and pain on the right side. When the ins was turned on and was programmed it did not feel right and caused them to have more pain. The pain was described as a pinching pain that was different from their back pain. These issues started sometime after (B)(6)2015. The patient was never given a programmer antenna after the implant. At some point after (B)(6) 2015 the patient had their leads checked by a manufacturer representative and they were all working correctly. However, when another manufacturer representative checked the leads 2 to 3 weeks prior to (B)(6) 2015 they checked the impedances and found one lead was broken and one was fried. The patient had a surgery on (B)(6) 2015 to get new leads and a new ins. The patient was given twilight anesthesia and had pain from having the leads removed since they had been in for so long. If additional information is received, a follow-up report will be sent.